Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. Upon lifting the flap of the right eye, it appeared there was no creation of a hinge. The left eye had no complications. The doctor completed the lasik treatment in both eyes, returned the flaps to position and placed one suture in the right eye to secure the flap and a bandage contact lens (bcl) was placed. Patient was treated with topical steroid drop regimen. At one day post-op, the bcl was removed. The best spectacle corrected visual acuity (bscva) three weeks later was 20/25 in both eyes. Suture has dissolved. Patient is doing very well. The association between the event and the device is unk.

Manufacturer narrative:
An intralase field service engineer (fse) evaluated the device two days after event running mock procedures in glass slides and gel for 4 hours to attempt to duplicate the reported problem. He was unable to duplicate the reported problem. He sent glass slides to intralase for evaluation and these slides show a hinge was created in each slide. Additionally, three days later, another fse performed surgery support and did not observe any complications. The laser met all specifications and performed as intended upon arrival and departure. An intralase clinical application specialist (cas) has been in contact with the site investigating the reported issue. No other complications have been reported and no further intervention is planned.